Event description:
It was reported that noise leading to oversensing recurred after revision.

Event description:
During follow-up, sensing noise was observed on the right atrial (ra) lead and the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. During revision, the ra lead and rv lead were inadequately inserted in the device header. The rv lead and ra lead were successfully inserted in the device header and remain implanted. During subsequent remote follow-up, noise was observed on the ra lead and rv lead. The patient was stable and will continue to be monitored. There were no adverse consequences.